Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer reported being able to turn pump on after being in storage mode, however the customer received cartridge alarm 19s and was not able to resume insulin. Customer's blood glucose level was 245 mg/dl, which was addressed with a manual injection. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.